Event description:
It was reported that during a shoulder procedure using a speedstitch suture cartridge, the device failed to deploy properly. This deficiency resulted in a 60 minute surgical delay and ultimately the procedure was completed using a competitive device. There were no significant delays or patient complications resulting from this event.

Manufacturer narrative:
Visual inspection of the returned suture cartridge showed jaw damage with tooling marks, which cause misalignment of the jaw. During the functional test the suture cartridge did not load and latch properly into the speedstitch handle. When actuating the needle, the misaligned cartridge jaw prevented the needle from traveling properly and grabbing the suture. Based on the received condition of the product and the lack of information the root cause cannot be determined with confidence. However, the most likely root cause for the found failure is the user not adhering to the IFU. The IFU contains the proper precautionary statements regarding user training: -squeeze tabs using the tool provided on the needle extractor and pull axially to remove the expended suture cartridge from the end of the speedstitch suture device (image 7). Discard the used cartridge. Additional sutures may be placed by repeating steps 6-11. Note: use the feature provided on the needle extractor to squeeze tabs and remove the suture cartridge. Do not use hemostats, tweezers, or forceps. -endoscopic suturing requires specialized knowledge of knot tying and suture passing techniques. Knowledge of these and other appropriate techniques are important considerations for successful utilization of this equipment.